Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). The investigation did not identify a specific cause of the event. The event was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. Such issues include pipetting errors during sample preparation. Inaccurate pipetting could lead to a lower concentration of the target being transferred to the assay also possible are issues with sample heterogeneity where the target is not evenly distributed within the sample, the portion used for the assay may not accurately represent the overall concentration. The inherent nature of microbes can sometimes lead to false negative results in assays designed to detect them. This could be due to factors such as dormancy, mutations, or the presence of inhibitory substances. Variations within the test target itself can sometimes cause challenges with amplification and the subsequent generation of an electrochemical signal. This could lead to an underestimation of the target concentration. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation.

Event description:
There was an allegation of a false negative enterococcus faecalis result from the eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base analyzer. The initial testing detected only enterococcus. The culture result was enterococcus faecalis. The maldi-tof result was 99%.